Event description:
On (B)(6) 2012 pt reported, the infusion device froze so she took the battery out while it was in the run mode and now it shows an e8 (power interrupt) error message. Pt stated, none of the buttons on the infusion device will clear the error message. Pt reported, she was attempting to place the infusion device in the stop mode but the buttons would not work. Had pt insert a new battery; unable to clear the error message by pressing the check button. Pt stated, she changed the battery cover on sunday; does not have a new one. Had pt insert a second new battery and the e8 displayed; unable to clear the error by pressing the check button. Pt reported, none of the buttons worked before receiving the e8 and none of the buttons are flat or damaged. Pt stated, the buttons pop back out when pressed. Pt reported today was the first time the buttons did not work when pressed. Pt stated, she does not think there was a padlock on the screen before receiving the e8 but she cannot be sure. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.